Event description:
During laparotomy procedure physician attempted to use 90mm linear stapler. Stapler failed and locked up during ratcheting. Stapler removed and isolated and second stapler deployed successfully. Surgery completed normally. Stapler removed for analysis and report.